Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Dislodgement with no surgical intervention.

Event description:
Boston scientific crm received information that this atrial pacing lead was dislodged. A chest x-ray was performed and revealed the dislodgement. The field representative reported that the device was reprogrammed to vvi only pacing and that the physician did not plan to open the pocket to revise the atrial lead at this time. The lead remains implanted but not in use. No adverse patient effects were reported.